Event description:
Allegedly surgeon decided to exchange poly insert while operating for another issue. There was no cat/lot numbers on the insert. The original surgery was not done at this facility; therefore, no records where available to confirm or deny who manufactured the insert. Insert was returned for evaluation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot.